Manufacturer narrative:
The lot number of the reported device was not provided, so a lot history review was not performed. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The investigation can be confirmed for filter tilt, limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. A root cause has not been determined. The device was labeled for single use. Device code: 4001 - patient device interaction problem). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that a model rf310f g2 filter allegedly experienced difficulty to remove, device malposition, detachment of device component, and a patient-device interaction problem. This report was received from one source. The device was used inside of the patient with no patient injury. The patient was reported to be a 41-year-old female, weighing 240lb.

Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the difficulty to remove, malpositioning, and detachment of device component as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown g2 filter allegedly experienced difficulty to remove, malpositioning, and detachment of device component. This report was received from one source. The device was used inside of the patient with no patient injury. The patient's age, weight, and gender were not provided.